Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that no failures were found at the station. The retractor band for drawer 2.1 was replaced. The pyxibus cable was also replaced, and the row ribbon cable was re-seated at both the controller board and the row tray connectors. Dchu visual inspection: p/n: 121085-01: the part was observed with black marks and exposed copper strands, which indicates thermal damage. P/n: 353844-01: the part was observed with black marks, which indicates thermal damage. Dchu laboratory testing p/n: 121085-01: no dchu testing was required due to thermal damage and exposed copper strands observed during visual inspection. P/n: 353844-01: no dchu testing was required due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue cubie not found on bus was identified as: a damaged assy cbl pyxibus 7 drawer (p/n 121085-01) which exhibited exposed copper strands and associated thermal damage which compromised the drawer functionality. Crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) with associated thermal damage which compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer 2.1 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 7 drawer and assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.